Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 and no image was a faulty plug unit and circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had no image and a b30 scope communication error message was displayed. There was no patient involvement.